Event description:
Reporting facility has experienced an increased infection rate after converting to clearlink devices. Reporter states the facility is using the clearlink with microbore tubing and a stopcock to allow them to perform hourly blood drawings for glycemic indexing. No additional information has been made available.